Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported a catheter rupture following contrast medium administration. During the infusion of contrast medium for a CT scan, the patient experienced severe pain in her arm with the appearance of localized edema near the PICC insertion point. Once the PICC was removed, a small lesion was noted on the catheter from which the infused substance leaked. The CT scan could not be continued and the patient reported significant edema in the arm where the PICC was placed. Additional information received on 30 oct 2023: the patient was administered 6 cycles of cisplatin l, the last one on (B)(6) 2023.

Event description:
It was reported a catheter rupture following contrast medium administration. During the infusion of contrast medium for a CT scan, the patient experienced severe pain in her arm with the appearance of localized edema near the PICC insertion point. Once the PICC was removed, a small lesion was noted on the catheter from which the infused substance leaked. The CT scan could not be continued and the patient reported significant edema in the arm where the PICC was placed. Additional information received on 30 oct 2023: the patient was administered 6 cycles of cisplatin l, the last one on (B)(6)2023.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter is confirmed and was determined to be use related. One 4fr sl powerpicc catheters were returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter body. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported a catheter rupture following contrast medium administration. During the infusion of contrast medium for a CT scan, the patient experienced severe pain in her arm with the appearance of localized edema near the PICC insertion point. Once the PICC was removed, a small lesion was noted on the catheter from which the infused substance leaked. The CT scan could not be continued and the patient reported significant edema in the arm where the PICC was placed. Additional information received on 30 oct 2023: the patient was administered 6 cycles of cisplatin l, the last one on (B)(6) 2023.